Event description:
Device malfunction: tissue not in complete apposition. Time of malfunction: during vessel closure. Symptoms/ae: none: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose at attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after suture deployment and knot advancement bleeding continued. A 9f sheath was inserted to control the bleeding and the artery was surgically sutured to achieve hemostasis. The surgery revealed the vessel tissue was not in complete apposition. Additionally, the common femoral artery was punctured one hour earlier with uneventful arteriotomy. A computed tomography (CT) scan performed was negative for retroperitoneal bleeding. The pt was discharged to home the next day with complete resolution. There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.